Event description:
The account alleges that during an the extraction procedure after a dual chamber transvenous ICD, the leadless pacemaker was not able to be snared by the retrieval system with either the single or multi-loop snares, due to suspected encapsulation of the device. Therefore, the leadless pacemaker (lcp) was programmed off and was abandoned. It was noted the procedure was prolonged by at least an hour with the unsuccessful efforts to retrieve the lcp. No adverse patient effects were reported. Multiple attempts at snaring the empower pacemaker were attempted with both the single and multi-loop snares. Procedure was abandoned.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.